Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes could not draw enough blood. No report of injury or medical intervention. No report of blood exposure to mucous membrane.